Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue on (B)(6) 2019 due to which he experienced diabetic ketoacidosis and blood glucose level reached over 700 mg/dl. The patient tried to self-treat it by administering manual injection. Subsequently, the patient was hospitalized on the same day with high level of ketones, identified to be dangerous/life threatening by a health care professional. As corrective treatment, he received fluids and insulin drip, which resolved the issue. The infusion set had been in use for less than three days. There was no permanent damage to the patient and the patient did not notice any damage when the package was first opened. The patient was released from the hospital on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.